Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that he thought the insulin pump went "on the fritz." The blood glucose reading was 430 mg/dl at the time of the call. The blood glucose readings had fluctuated up and down between 213 mg/dl and 550 mg/dl over the course of about 2 days. The customer complained of feeling horrible and aching all over. He treated with a manual injection. Unable to complete troubleshooting. The customer also observed a flush drive support cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.